Event description:
While replacement dib00 intraocular lens (iol) was being inserted into the patient's ocular dexter (right eye), it was reported the anterior chamber became shallow and iris prolapsed. Patient was in aqueous misdirection. Iris returned and pars plana vitrectomy was performed. Iris repositioned in the eye and the wound was sutured. Iol is not available for return as it remains implanted in patient's od. Distributor reporting form indicated incision enlargement occurred. No further information is available.

Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown/asked but unavailable. Date explanted: not applicable as the iol remains implanted. It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s ocular dexter. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Impact code: 4625 incision enlargement. Impact code: 4625 sutures. Impact code: 4625 vitrectomy. Clinical code: 4580 iris repositioned in eye. Clinical code: 4581 shallowing of the anterior chamber. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.